Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery the instrument stripped, patient had to be closed and brought back the next day to finish the surgery.